Event description:
The consumer reported that there was poor communication on the patient programmer (pp). The antenna was secure and synced with the implantable neurostimulator (ins) but it did not resolve the reported issue. The patient did not feel stimulation but it was not abnormal, she normally did not feel it. She noticed the poor/ no communication with and without the antenna on (B)(6) 2016. Additional information from the consumer reported that she got a new programmer but it was still not connecting without the antenna attached. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor. No further information was provided about this event.

Event description:
Additional information received from patient reported that the programmer turned out to be fine. It was the internal device that s topped working. Patient experienced symptoms frequency, urgency and leakage. It was indicated that patient had no warning at all that her device was dead. It never said to call manufacturer or end of service, like her first one did. She was very disappointed that she have to have a new one implanted so soon. She would have to wait on it because it's too expensive to do right now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.